Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the bile duct during a laparoscopic cholecystectomy procedure, there were issues with the loading and firing of the clips and the clips came out twisted. A new clip applier was used to complete the case. There was no patient injury.